Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. The visual inspection and functional evaluation of the devices had acceptable results. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a laparoscopic sleeve gastrectomy procedure. The first two firings were done normally at the antrum. At the third firing, the stapler slip / went backward. The staples were not smooth and when the reload jaws were opened an average openness was seen in the stomach tissue. The fourth firing was completed normally. For the fifth and sixth firings, the same problem was seen, the stapler slip / went backward. Non-smooth staples were seen on the tissue when the reload jaws were opened. The surgical time was extended by thirty minutes or more due to the product problem. After this incident, the surgeon used another manufacturer's reload and the case was completed. After the case (one day later), leakage occurred. The patient as taken to surgery again and the part that was causing the leakage was sutured. Medical or surgical intervention was needed to prevent a permanent impairment of a function. The event lead to or extended the patient's hospitalization time. There was temporary injury. There was tissue damage, but the damage was not permanent. The patient status is alive, with injury.